Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), groin pain ("groin pain"), genital haemorrhage ("abnormal bleeding (general)"), night sweats ("hormonal changes describe: very bad night sweats"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches frequent"), migraine ("migraines / headaches often"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal type: severe this past year"), urinary tract infection ("infection (bladder/urinary tract/vaginal type: severe this past year") and vaginal infection ("infection (bladder/urinary tract/vaginal type: severe this past year") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown and the groin pain, genital haemorrhage, night sweats, bladder disorder, urinary tract disorder, headache, migraine, nausea, dysmenorrhoea, fatigue, weight increased, cystitis, urinary tract infection and vaginal infection had not resolved. The reporter considered bladder disorder, cystitis, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, migraine, nausea, night sweats, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009, 2008. Inside the right ostia released with 3 coils protruding from the ostia. The left ostia was visualized and the essure device was placed with 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: one tube was blocked, the other tube wasn't blocked and the device migrated into my uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), groin pain ("groin pain"), genital haemorrhage ("abnormal bleeding (general)"), night sweats ("hormonal changes describe: very bad night sweats"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches frequent"), migraine ("migraines / headaches often"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal type: severe this past year"), urinary tract infection ("infection (bladder/urinary tract/vaginal type: severe this past year") and vaginal infection ("infection (bladder/urinary tract/vaginal type: severe this past year") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown and the groin pain, genital haemorrhage, night sweats, bladder disorder, urinary tract disorder, headache, migraine, nausea, dysmenorrhoea, fatigue, weight increased, cystitis, urinary tract infection and vaginal infection had not resolved. The reporter considered bladder disorder, cystitis, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, migraine, nausea, night sweats, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009, 2008. Inside the right ostia released with 3 coils protruding from the ostia. The left ostia was visualized and the essure device was placed with 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: one tube was blocked, the other tube wasn't blocked and the device migrated into my uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event verbatim "migration of essure device location of device: unknown/ one of them migrated / where it is in my body" was updated to migration of essure device location of device: in uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ one of them migrated / where it is in my body') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included grand multiparity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), night sweats ("hormonal changes describe: very bad night sweats"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches often"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal type: severe this past year"), urinary tract infection ("infection (bladder/urinary tract/vaginal type: severe this past year"), vaginal infection ("infection (bladder/urinary tract/vaginal type: severe this past year"), headache ("headaches frequent") and groin pain ("groin pain") and was found to have weight increased ("weight gain / loss (specify which one) gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, night sweats, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection, headache and groin pain had not resolved. The reporter considered bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, migraine, nausea, night sweats, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009, 2008. Inside the right ostia released with 3 coils protruding from the ostia. The left ostia was visualized and the essure device was placed with 5 coils protruding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr was received: case become incident. Event injury nos updated to new events: abnormal bleeding (general), migration of essure device location of device: unknown/one of them migrated, hormonal changes describe: very bad night sweats, bladder disorder, disorder urinary tract, migraines / headaches, nausea, dysmenorrhea (cramping), fatigue, weight gain, bladder infection, urinary infection, vaginal infection, device monitoring procedure not performed, headache, groin pain. New reporters, patient demographics, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.